Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019.

Event description:
The customer reported the fan is not attached to the support with wheels because the screw is stripped, with risk of falling down. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 24dec2019. Report date: 24dec2019. The manufacturer¿s international service technician provided remote support to the customer. It was determined that the reported problem could have been caused by accidental impact/damage. Multiple unsuccessful attempts were made to confirm the repair of this unit. No additional repair details could be obtained. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.